Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E1. Address information was not provided, therefore, xx was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. D. The material number (B)(4) provided have not been found and cannot be verified.

Event description:
It was reported that a bd insyte autoguard was missing information on the label. The following information was provided by the initial reporter: "unfortunately, this syringe packaging does not reflect the manufacturer's date or expiration date."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the lot information was missing from the unit packaging could not be confirmed from the photograph that was provided for investigation. The photo showed an old unit label and insyte autoguard device. At the time that specific unit label was in use, the lot information was either embossed on the clear bottom web film or it was printed on the underneath side of the tyvek top web on the peel tab end. Since the back side of the unit packaging was not shown in the photo, the complaint could not be confirmed. As this type of label is no longer used, no additional action was taken to address this complaint.